Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the motor position encoder error alarm. The customer¿s blood glucose level was 151 mg/dl. The customer stated that the drive support cap was normal. The troubleshooting was performed for the motor error alarm. The device will be returned for the analysis.